Event description:
It was reported that during a low anterior resection procedure, the surgeon'¿s description of events: the device was placed at site for distal transection, retaining pin was placed, and the device closed. The staple height indicator was in the green zone, the safety remained on until the device was fired, and the device felt normal to fire. The transection was completed with a scalpel and the device was then opened. It appeared as though no staples had been deployed into the tissue, and the bowel edges fell apart exposing the lumen. Open, unformed staples were noted to be scattered around the pelvis. A double purse-string technique was employed for the circular-stapled anastomosis. Patient outcome was not deemed to be adversely affected. Surgery was prolonged five minutes.

Manufacturer narrative:
(B)(4). The analysis results showed that the device arrived in good visual condition and with a reload loaded on the device. The reload was returned void of staples. The device was tested for functionality with a test reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.